Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion prime/compromised force sensor system and excessive no delivery tests. All operating currents are within spec. No unexpected low battery alarms noted. Insulin pump received with unexpected restart alarms due to faulty connector on interface board. No signal too low alarms noted. Device had cracked reservoir tube lip, reservoir tube and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she had high blood glucose of 1500 mg/dl and she went into a coma. Customer reported the device was going through a battery a day. Customer's blood glucose at time of call was 96 mg/dl. During troubleshooting, device alarmed an unexpected restart alarm after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.